Event description:
Account - sanofi aventis. Sanofi complaint ref# (B)(4). Item, sku, lot# - unknown. Event description: needle blocked. Note - this request is received from germany. Please check the attachment for additional information.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Note, while the event was reported in the united states it occurred in germany correction made to d9 (device availability) and h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Root cause is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.